Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead presented with noisy signals. The patient was brought in for provocation testing, and noise was reproduced on the ra electrocardiogram (ECG) when the patient moved their left arm above their head. Further manipulation did not show additional noise. Sensing and impedance measurements were unaffected with provocation testing. A request was sent to boston scientific technical services (bsc ts) for review. The reported noise on the ra channel, which was confirmed when the patient raised their left arm, was suggested to be indicative of a lead impairment, and changes in device settings were recommended. Bsc ts also discussed performing a lead revision if the hcp would like to have all functionality to discriminate sustained ventricular tachycardia (svt) and/or accurate atrial information. The patient is awaiting an atrial fibrillation ablation procedure and the lead remains in service.